Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caller reported that the customer obtained an unspecified higher sensor reading compared to a reading on the built-in meter. The caller treated customer with insulin (dose/type unknown) and subsequently became hypoglycemic. An ambulance was called and customer was taken to the hospital where they received oral glucose for treatment of hypoglycemia. An hcp meter reading of 110 mg/dl was also reported. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caller reported that the customer obtained an unspecified higher sensor reading compared to a reading on the built-in meter. The caller treated customer with insulin (dose/type unknown) and subsequently became hypoglycemic. An ambulance was called and customer was taken to the hospital where they received oral glucose for treatment of hypoglycemia. An hcp meter reading of 110 mg/dl was also reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.